Event description:
Caller reported experiencing a daily alarm 2 and frequent occlusion events with their insulin pump. There was no adverse impact to the customer's blood glucose level. Customer acknowledged the alert and resumed insulin, and a follow-up for additional assistance was requested.